Manufacturer narrative:
An event regarding alleged excessive levels of chromium and cobalt involving a restoration modular body was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no records received. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that allegedly the patient had excessive levels of chromium and cobalt. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2014. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood. The patient has not yet scheduled a surgery for explantation of the femoral head.